Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the tip of the lead was not straight when it was removed from the box. A new lead was used instead of the bent one. The issue was resolved. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
Analysis of the lead (lot # va1fjdb) found that the lead's distal end was bent. There were no electrical shorts identified between the circuits. Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Fdc code is the most up to date code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.